Manufacturer narrative:
(B)(6) 2018. The (B)(4) field service engineer (fse) evaluated the device and confirmed the alleged issue. The touchscreen was replaced to address the event and the unit subsequently passed the performance verification test.

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 18dec2018. Date of manufacturer: 14dec2018. The touchscreen assembly was returned to philips for failure analysis. It was determined that physical damaged resulted in the scratches on the screen. The deep scratches on the screen prevented the touchscreen from calibrating.